Event description:
It was reported that a user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet, with repeated brief sensor issue alerts and approximately 40 minutes without readings, after which values intermittently returned; ultimately, the user was advised to contact dexcom and replace the sensor. Symptoms included periods without continuous glucose data and intermittent sensor issue notifications. Outcomes included disruption of cgm data to the ilet without injury or hospitalization. Customer support included troubleshooting and education with the user and coordination with the cgm partner for sensor replacement review. Investigation of this case revealed a cgm sensor performance issue causing intermittent data availability to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor brief sensor issue resulting in intermittent signal loss to the ilet.